Event description:
It was reported that (1) 355sd was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the seal tore and pt has hepatitis c. The surgeon concerned about exposure due to the tear in the seal. Opened another device to complete the case. There was no consequence to pt.